Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, it was reported that the stoma site had minimal ooze and erythema was visible. The peg site was cleaned and covered with dressings as per hospital staff as the patient had a tendency to move the tube. On (B)(6) 2021, hospital staff noted erythema and pus from the stoma site. (B)(6) 2021, a swab was taken from the stoma site and the patient commenced on unknown oral antibiotics. On (B)(6) 2021, the stoma site was very clean and dry. The patient completed the course of antibiotics on (B)(6) 2021.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.